Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately seven months after ipg was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.